Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic colon, they placed the stapler and clamped on vessels but the device would not fire. The device was a bit tough to disengage and remove. There was no injury could have been disastrous.